Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally increased the basal rate instead of the carbohydrate ratio on the pump's settings. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding this event was provided.